Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic), and the patient's lead delivered shocks. As well, the patient's right atrial (ra) lead was undersensing. Follow up indicated that the shocks received were appropriate, and no intervention was completed on either lead. Both leads are still in use. No patient complications have been reported as a result of this event.